Manufacturer narrative:
Shiramizu, s., hiroaki, s., tsubonuma, y., kimuro, r., higashijima, k., aramaki, k., & fujimoto, n. (2026). A rare case of recurrent delayed massive hematuria due to arterial bleeding following water vapor energy therapy for benign prostatic hyperplasia. Cureus, 18(1), e102124. Https://doi.org/10.7759/cureus.102124

Event description:
It was reported via a literature article, that a 77-year-old male patient with benign prostatic hyperplasia (bph) underwent a rezum water vapor energy therapy (wave) procedure. The initial postoperative course was uneventful; however, on postoperative day 7, the patient developed bladder tamponade due to hematuria, which required clot evacuation via bladder irrigation. On postoperative day 21, following catheter removal, the patient experienced acute urinary retention, hypotension, and recurrent gross hematuria. Upon readmission, the patient developed rapidly progressive anemia. A foley catheter was inserted, draining bright red urine which the physicians suspected was due to arterial bleeding. An emergent cystoscopy was performed which revealed a large volume of clots, but no active bleeding was detected. The following day, recurrent gross hematuria occurred. Contrast-enhanced CT in the arterial phase demonstrated contrast extravasation from the bladder neck. The patient was then given four units of packed red blood cells and fresh frozen plasma. A repeat cystoscopy was performed which confirmed a bright red clot which was believed to be of arterial origin extending from the bladder neck to the bladder cavity. Once the clot was removed, active arterial hemorrhage was observed in the prostatic median lobe toward the bladder lumen. Electrocautery was applied and complete hemostasis was achieved. The patient recovered without further recurrence of hematuria.